Event description:
Device was used during a laparoscopic cholecystectomy procedure. The clips did not form properly. Surgeon applied another device to complete the procedure. Hosp has reported that no pt injury occurred.